Manufacturer narrative:
The customer¿s report of set leaking was confirmed. Visual inspection of the set noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.0221 inches long. Visual examination under a microscope noted a crush mark to the upper blue fitment. No other anomalies were noted. Functional and pressure testing was performed and a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment.

Manufacturer narrative:
The products have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reports alaris pump was dripping after IV setup and while connected to a patient.